Event description:
A patient developed a red rash with irritated skin where the collar ends under the chin at the neck after wearing the collar following surgery on the day of the event. The size and lot number of the collar was not documented on the patient's chart. P.t. Will be seeing the patient in 4-2002 and has asked the patient to return the collar. The company's sales rep will pick it up and return it to the company.